Event description:
For over 6 months, intermittently and recurrently, beds do not lower. There are a variety of manifestations of this problem. Staff raise the bed to draw blood, start an IV or provide other cares. On completion, the bed will not lower. Sometimes, after raising the bed to the highest position, it will go down; sometimes this does not work. Sometimes the bed goes down several inches, then immediately raises. Staff then flatten the head of bed in hopes the bed will then go down. Sometimes this works; sometimes it does not and further up and down manipulations are made before the bed finally lowers. Hill-rom versacare model p3200. Serial numbers#: (B)(4).